Manufacturer narrative:
(B)(4). Concomitant medical products: us157258, recap cement fmrl hd resur 58m, 659350. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09776.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2016-00724.